Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk m2a cup, lot: unk; part: unk, unk m2a stem, lot: unk; part: unk, unk m2a head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-02933, cup: 0001825034-2019-02935.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently over thirteen years later the patient underwent a revision procedure due to pain, discomfort, lack of mobility, limited activities of daily living, and elevated metal ion. All components revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Rd118856-m2a 38mmx56mm cup-002630; 103208-taperloc por fmrl 15x150-048260. Reported event was confirmed via review of medical records/radiographs by a health care professional. Review of the available records identified the following: (summarized by hcp), right hip pain, poor bone quality/osteopenia, ebl 300ml, minimal metallosis, and minimal fibrous type tissue. Surgeon went to place new liner, and did not fully seat, surgeon comments he could have damaged it, attempted new liner and placed without issues. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.